Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification that during a pascal ace precision procedure in the mitral position, air bubbles were seen. The guide sheath (gs) and implant system (is) were prepared according to IFU.the is was inserted into gs approx. 7 cm, loader pulled back, and aspiration of 45 ml blood, with less than 3 ml air visible in the syringe. Flush with 45 ml heparinized saline, and aspirated blood was returned to the patient through the central venous catheter (left groin, contralateral). Further insertion of the is until the pascal tip was 10 cm before the end of the gs. At this time, the echocardiographer noticed several air bubbles emerging from the gs tip and floating in the la for >1 minute. Eventually, the air bubbles disappeared, suspected to have transported to the ventricle and aorta. No effects on the patient were noticed at all, and no prolongation of the implant procedure. The following implant procedure was successful, with no other unanticipated events. The patient showed no negative effects after the implant procedure.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). The following sections were updated/corrected: b4, d4, g3, g6, h2, h3, h6, and h10. H10: a supplemental MDR is submitted based on the manufacturer's device evaluation. The complaint for inadequate aspiration and air remaining in the device during insertion was confirmed with objective evidence. Air bubbles were visualized via evaluation of returned imaging. A DHR review of the lot in question revealed no non-nonconformances. Evaluation of returned imaging showed no evidence of device-related issues or malfunctions. Representative units from a similar complaint were utilized to assess the procedural steps indicated in the event description. The units were prepped per the event description before inserting into a pressurized hemostasis chamber. The units were then aspirated and maneuvered per the event description, and any escaped air was collected and measured. After three (3) test trials, the measured volumes of the air fell within the range of historical design verification data. No procedural or device-related issues could be identified. The investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. No procedural or device-related issues could be identified. H3 other text : device discarded by the nurses

Manufacturer narrative:
Although there was no harm associated with this event, there is a potential for serious injury. Upon further review, the performance of the device as a contributing factor cannot be ruled out per the feedback from the physician performing the procedure.